Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, the patient's mother reported that her sixteen-year-old son had to go to the hospital because he did not receive a therapeutic amount of insulin because they found that the cannula had broken off inside the patient. No further information available.